Manufacturer narrative:
H.6. Investigation: one video received for investigation, optima connector was connected to an optima injector, the optima injector was connected to an IV line. At the moment of the connection the optima connector, popped out from the injector. No damages can be observed on optima connector nor optima injector. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ optima infusion clamp (m25-o) unclamped from the injector, which then separated from the connector after the proton pump therapy. The following information was provided by the initial reporter: "pt arrived with cadd pump disconnected. Pt stated the blue optima outer cap unclamped and the optima injector popped off from the optima connector when he got home from proton pump therapy earlier today. On arrival to atc, rn flushed the patient's PICC line with no trouble or resistance. Rn replaced optima connector, tightened connections and placed a new blue optima outer cap. Infusion restarted ater reconnecting to patient. Rn monitored pt for 15 minutes after reconnection- no pump problems at this time. Rn reeducated pt."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima infusion clamp (m25-o) unclamped from the injector, which then separated from the connector after the proton pump therapy. The following information was provided by the initial reporter: "pt arrived with cadd pump disconnected. Pt stated the blue optima outer cap unclamped and the optima injector popped off from the optima connector when he got home from proton pump therapy earlier today. On arrival to atc, rn flushed the patient's PICC line with no trouble or resistance. Rn replaced optima connector, tightened connections and placed a new blue optima outer cap. Infusion restarted ater reconnecting to patient. Rn monitored pt for 15 minutes after reconnection- no pump problems at this time. Rn reeducated pt."